Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased sodium results generated on the architect c16000 processing module for a patient sample. The following data was provided (reference range 136-145): na = 120, repeat result on another abbott analyzer c1601862 = 144 no impact to patient management was reported.

Manufacturer narrative:
Additional information section h4 - device mfg date. The field service representative (fsr) inspected the instrument, performed troubleshooting, and replaced the pump, vacuum, 16 (rohs); pump, bellows, cuvette wash 16 (rohs); cuvette washer tubing, and cuvettes which resolved the issue. Return testing was not completed as returns were not available. No additional discrepant result issues have been reported since the service activity was completed. An instrument service history review revealed there were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of tracking and trending of the architect c16000 did not identify any trends associated with the complaint issue. A review of tracking and trending of the pump, vacuum, 16 (rohs); pump, bellows, cuvette wash 16 (rohs), did not identify any trends associated with the complaint issue. Device history record review did not show any non-conformances, or potential non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the available information, no systemic issue or deficiency of the architect c16000 processing module for serial (B)(6), or the pump, vacuum, 16 (rohs), and pump, bellows, cuvette wash 16 (rohs), was identified.